Manufacturer narrative:
The device remains implanted, however is expected to be explanted and returned for analysis. This report will be updated should the device return to bsc, and upon completion of investigation.

Event description:
It was reported during on-going use, the device was showing premature battery depletion. Technical services confirmed the device's battery longevity was depleting faster than normal and recommended replacement. No further information has been received at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported during on-going use, the device was showing premature battery depletion. Technical services confirmed the device's battery longevity was depleting faster than normal and recommended replacement. The device was replaced on (B)(6)2019. No adverse effects were reported.